Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized twice within the past year due to diabetic ketoacidosis. Customer reported a high blood glucose level of 982 mg/dl during one incident. The customer was wearing the insulin pump at the time of admission. Troubleshooting did not show any malfunction of the incuslin pump. The insulin pump was not replaced or returned for analysis.